Event description:
The account alleges that there was a breach in the packaging resulting in incomplete sterilization of the contents. No patient interaction or injury to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. No definitive root cause could be determined; however, it is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.